Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported event of "air coming into the blood pool" could not be confirmed. Could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, there was st elevation noted on the ECG. It is alleged that there was air coming into the blood pool. This occurred right after the left atrium was entered via an open foramen ovale with the agilis introducer with an ablation catheter inserted. The ablation catheter was switched with an advisor fl catheter, when the st elevation was noted. The patient remained stable, and the st elevation resolved after a few minutes. The procedure was then successfully completed. An air embolism was not able to be confirmed, as there was no air or stenosis seen on the coronary angiography. The ablation catheter was properly irrigated over a pump with a flow of 2ml/min and aspirated.